Manufacturer narrative:
Additional information was received that during the lead revision, it was discovered that there was coiling between the paddle lead and the ipg which led to the fracture of 5 contacts. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(6). Description: ipg kit (without pull-through tunneler).

Event description:
A report was received that following a non-device related fall, the patient was not receiving stimulation and was receiving high impedance readings. The bsn field clinical engineer (fce) met with the patient and confirmed the high impedances. X-rays revealed that the paddle lead tails were extremely twisted. The physician believes the patient plays with the ipg and recommended a revision. The bsn fce recommended the paddle lead be replaced due to the high impedances.

Manufacturer narrative:
Visual inspection of the lead revealed the device had lost integrity; the paddle lead was cut and the paddle side was not returned. The damage to the device was considered as explant procedure damage and was not considered a failure. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg exhibited normal device characteristics. While the ipg exhibited normal device characteristics, the source of the complaint is likely due to lead registration shift caused by the patient's fall. The leads might have been pulled, and therefore, lost contacts.

Event description:
A report was received that following a non-device related fall, the patient was not receiving stimulation and was receiving high impedance readings. The bsn field clinical engineer (fce) met with the patient and confirmed the high impedances. X-rays revealed that the paddle lead tails were extremely twisted. The physician believes the patient plays with the ipg and recommended a revision. The bsn fce recommended the paddle lead be replaced due to the high impedances.

Event description:
A report was received that following a non-device related fall, the patient was not receiving stimulation and was receiving high impedance readings. The bsn field clinical engineer (fce) met with the patient and confirmed the high impedances. X-rays revealed that the paddle lead tails were extremely twisted. The physician believes the patient plays with the ipg and recommended a revision. The bsn fce recommended the paddle lead be replaced due to the high impedances.